Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had just had his device changed. The device was replaced because the device wasn't working right. The patient was in severe pain and that's when they found out the device wasn't working right. The patient's friend stated the patient had the new device implanted. The patient's friend did not know any other details. No further complications were reported or anticipated.